Event description:
It was reported by the physician that (2) tesio catheters ruptured where they exit from the skin. It was initially reported that betadine was not being used for site care. However, add'l info obtained indicated that the unit is using betadine for site care. The site care recommendations for silicone catheters were sent to the sales rep for the dialysis unit.